Manufacturer narrative:
Rti made several attempts to obtain additional information, however, no additional information has been provided. As no serial numbers were provided, rti germany was not able to perform a batch records review. There are no related complaints for lot nza19150128. The off-label use for artery repair was confirmed by rtl's regulatory director. Tutopatch bovine pericardium is intended for use to reinforce soft tissue where weakness exists in general and plastic surgery applications and is indicated for repair of pericardial structures and for use as a prosthesis for the surgical repair of soft tissue deficiencies which include: gastric banding, muscle flap reinforcement, repair of rectal prolapse using an abdominal approach (excluding rectocele), reconstruction of the pelvic floor using an abdominal approach (excluding transvaginal repair of pelvic organ prolapse), and hernias (including diaphragmatic, femoral, incisional, inguinal, lumbar, paracolostomy, ventral, scrotal, and umbilical).

Manufacturer narrative:
A comprehensive records review will be conducted. Once the results are available, a follow up report will be submitted.

Event description:
It was reported that: a left femoral tutopatch graft was implanted for an off label procedure on (B)(6) 2023. Twelve days later, the arterial wall was disrupted and the patient hemorrhaged. Upon intervention, the graft was crumpled and acted like wet tissue paper. No structural integrity.